Manufacturer narrative:
Event date: exact date unknown, event occurred a month ago from the date the manufacturer was made aware.

Event description:
It was reported that the patient felt a lot of pain in the hips and sides whenever trying to adjust programs, discomfort at the pocket site, and had inadequate stimulation. Difficulty charging the ipg was also reported. No device malfunction was suspected. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted ipg will not be returned per hospital policy.